Event description:
It was reported by service report that the fowler was raising on it's own. There was possible fluid intrusion into footboard because of a missing label. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.